Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR a visual and microscopic examination found that no issues were noted with the crimped stent and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The catheter tip was slightly flared and damaged on one side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The 2.60 mm x 30 mm, concentric, de novo, 90% stenosed target lesion was located in the moderately tortuous and non calcified left circumflex artery. The lesion was noted to have a significant bend of >45 and <90 degrees. The lesion was predilated with a 2 x 10 non bsc balloon catheter which reduced the stenosis to 70%. Then the physician advanced a 32 x 2.75 mm taxus liberte stent delivery system but it could not cross the lesion because of the tortuous anatomy, so he withdrew the stent and found that the mid part of the stent was damaged. The physician then took two short taxus liberte stents, sizes 2.75 x16 mm and 2.75 x 20 mm, and deployed them in the target lesion. A 3.0 x 38mm taxus liberte was deployed in the right coronary artery and the procedure was completed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The 2.60 mm x 30 mm, concentric, de novo, 90% stenosed target lesion was located in the moderately tortuous and non calcified left circumflex artery. The lesion was noted to have a significant bend of >45 and <90 degrees. The lesion was predilated with a 2 x 10 non bsc balloon catheter which reduced the stenosis to 70%. Then the physician advanced a 32 x 2.75 mm taxus liberté stent delivery system but it could not cross the lesion because of the tortuous anatomy, so he withdrew the stent and found that the mid part of the stent was damaged. The physician then took two short taxus liberte stents, sizes 2.75 x16 mm and 2.75 x 20 mm, and deployed them in the target lesion. A 3.0 x 38mm taxus liberte was deployed in the right coronary artery and the procedure was completed. No patient complications were reported and the patient's status is stable.